Manufacturer narrative:
D4: added catalog number, expiration date, serial number, and UDI. G3: added 510k number. H4: added device manufacture date. H6: corrected health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the prosthesis wear reported cannot be confirmed from the information provided. Potential contributions of user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Event description:
As reported via legal documentation the patient had a left knee revision on (B)(6) 2022. This device has not been explanted. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.